Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 400 mg/dl. Customer's current blood glucose value: 400 mg/dl . Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. The customer did not allege that the insulin pump was under delivering insulin. The customer was treated with manual injections for high blood glucose values. The customer was treated with manual injection. The drive support cap of the insulin pump was normal. The insulin pump passed the high pressure test and clamp test. The cannula of the infusion set was bent. Troubleshooting was performed for high blood glucose levels. The device is not expected to be returned for analysis.